Manufacturer narrative:
(B)(4). Date sent: 04/17/2025. D4: batch#: m9c191. Investigation summary: visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. During functional test, the jaws were closed, however, pressing the release bottom did not allow the anvil to open properly, as it only opened partially. Upon visual inspection, the anvil proximal edges were noted to be damaged, causing the anvil to not open properly due to the interaction between anvil and the channel. No conclusion could be reached as to what may have caused the anvil to be damaged. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. In addition, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch number: m9c191, and no non-conformance's were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, it was observed that the tip on the device did not open even when the release button was pressed and the handle was opened after opening and closing were checked. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.